Event description:
I was diagnosed with breast cancer in 2012. I had a mastectomy on (B)(6) 2012 and reconstruction with silicone breast implants on (B)(6) 2013. About a year later I started noticing all kinds of problems with my health. Foot pain, joint pain, back pain, wounds wouldn't heal, constant infections, constant ringing in the ears, injured easily without any reason, unexplained pustules, itching, and I couldn't swallow well. I would throw up if I was not very careful. Went to all types of doctors and was diagnosed with many things including fibromyalgia. All blood tests were normal.